Event description:
Upon removal of the dressing, the catheter was found to be out of the pt with the catheter tip separated, leaving approx an 8" piece of catheter in the pt. The pt was taken to surgery & unsuccessfully explored for the presence of the catheter tip. Rptr was able to visualize the catheter with tomography & the catheter subsequently was removed. Rptr's concern lies with the fact that the catheter tip is not radiopaque & that the catheter broke off at skin level. Hopefully there is not a technical problem with this particular product & this unfortunate incident is unique. Rptr feels certain others would benefit from making the catheter radiopaque.